Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the dissection balloon would not fully inflate. Another balloon was used to complete the procedure. There was no patient injury.